Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. It was reported via patient outcome that the patient expired on (B)(6) 2019. No additional information was provided and no further information will be provided. It was reported that the device will not be returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 10dec2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired.